Event description:
It was reported when trying to calibrate, force sensor counts fluctuate rapidly. Replaced force sensor, issue persists. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection of the device showed no physical damage to the pump. During calibrate force testing, the force sensor did fluctuate. The root cause of the issue was that the plunger cable not working as intended. Replaced plunger cable. No product information has been provided to date.